Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently on (B)(6) 2017 the patient was placed under general anesthesia and underwent skin revision during an abutment change.